Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
During eon surgery, the surgeon used the stem inserter. But the surgeon couldn't assemble the stem because ratchet in stem inserter didn't function. Therefore the surgeon used another stem inserter.

Manufacturer narrative:
The event reports a complaint that the surgeon couldn't assembled the stem, it was later reported that there were no problems with the function of the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During eon surgery, the surgeon used the stem inserter. But the surgeon couldn't assemble the stem because ratchet in stem inserter didn't function. Therefore, the surgeon used another stem inserter. Updated information received: "the sales rep and the loaner staff and surgeon was confirming the function of device again. As a result, the device found that it normally functions. There were no problems with the function of the device."